Event description:
Edwards learned through its implant patient registry that a 21mm aortic bioprosthetic valve implanted approximately one (1) year and one (1) month, was explanted due to unknown reasons. No other details provided.

Manufacturer narrative:
It is unknown if this device is available for return and evaluation. The reason for explant remains unknown. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding this valve explant was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device or the event surrounding the explant were unsuccessful; therefore, the root cause for explant of this device remains indeterminable.